Manufacturer narrative:
The user experienced severe hyperglycemia requiring hospitalization while on ilet therapy. Severe hyperglycemia requiring hospitalization is consistent with acute metabolic decompensation requiring medical management. Review of available information identified that the user found the ilet powered off during the night and reported that the device could not be recharged despite attempting multiple outlets and verifying the charger connection. The user reported not administering backup insulin after recognizing the ilet was no longer functioning because supplies remained packed during a recent move. The user subsequently developed disorientation, difficulty concentrating, and fatigue and was transported to the hospital by a family member. The user was also treated for a urinary tract infection during the hospitalization. Engineering review could not be performed because device data corresponding to the reported event timeframe were unavailable. A replacement charger was provided and the user subsequently reported that the ilet was functioning normally after use of the replacement charger. Based on the available information, the event is attributed to interruption of insulin therapy following failure of the charger to maintain device operation. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 09-jun-2026 it was reported that on (B)(6) 2026, the user experienced hyperglycemia with blood glucose (bg) levels of 429 mg/dl, resulting in hospitalization. The user was admitted on (B)(6) 2026, treated with IV fluids, and discharged on (B)(6) 2026. No long-term health effects were reported.